Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 7.2cm to 8.2cm from the tip, consistent with friction to another device. The etfe coating was intact at the same location. The returned lead exhibited normal continuity test. (B)(6). No complaint received with return of device e. Failure (event) observed during analysis.